Event description:
Boston scientific received information that this patient experienced episodes of lightheadedness. It was indicated that the competitor right ventricular (rv) lead has consistently shown a rise in impedance measurements to greater than 2000 ohms tripping the lead safety switch. Following the lead safety switch, there was oversensing that lead to inhibition of therapy. The duration of the inhibition was not documented. The oversensing was able to be reproduced. This patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.